Event description:
A-line tubing broke off in tubing. Not a leur-lock issue was alerted to the situation due to a-line disconnect alarm on monitor. Manufacturer response for arterial line tubing, (brand not provided) (per site reporter). Emailed rep [representative] on [redacted] [redacted].